Event description:
It was reported that patient had a coronary artery bypass graft procedure and while in the ICU it was discovered that the ra lead was not capturing. It was tested repeatedly in both bipolar and unipolar with no success in capture. The lead was capped after patient recovered from the procedure and another ra lead was implanted. The procedure was completed on (B)(6) 2017. The patient was checked the next morning and patient was discharged home.